Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas pure c 303 analytical unit. Sample 1 initial result was 663 umol/l, and the repeat result was 64.1 umol/l. Sample 2 initial result was 942 umol/l, and the repeat result was 97.6 umol/l. The repeat results were considered to be correct.

Manufacturer narrative:
The reagent lot number was 916751. The expiration date was not provided. The field service engineer found a blocked vacuum nozzle on the rinse station. He cleaned all the nozzles and performed an incubation water exchange. He ran a cell blank measurement, qc, and a patient sample comparison. The investigation determined that the service actions resolved the issue.